Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed following testing of approximately 90 minutes. The device was related to the reported event. All testing revealed that the device met specification with no observed anomalies with the display. Based on the analysis of the returned controller with no anomalies with the display and no malfunction during functional testing, no root cause conclusion of the reported event can be made. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) medical staff while at home they experienced difficulty with the controller display. The controller was exchanged from the facility stock with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device has not been received.